Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, provided pump reset information, and verified that the malfunction did not recur after resetting. The customer was informed to continue using the pump and to call back if any issues reoccur.